Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 04/05/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: evaluation revealed that the on (B)(6) 2016 the date was changed to (B)(6) 2016 10:59 pm causing the tdd history to appear inaccurate. A manual change of date observed on (B)(6) 16 at 10:27 am. A basal history appears inconsistent due to date changes. The pump was tested for delivery accuracy during investigation and was found to be within specifications. The display is dim/fading (pink). A battery compartment crack was found at case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.